Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. Please reference MFR report # 3005956347-2017-00117 for the replacement inlay serial# (B)(4). (B)(4).

Event description:
A replacement raindrop corneal inlay was implanted in the patient's left eye on (B)(6) 2017. One day post-exchange, the inlay appeared to migrate inferiorly. On (B)(6) 2017, the inlay was explanted due to decentration. This is the second decentration event in this eye. The surgeon plans to implant a new inlay in 6 weeks. Additional information has been requested.

Manufacturer narrative:
Decreased visual acuity is listed in the device labeling as a known potential risk. (B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. There were no complications during surgery to replace the inlay and the patient had no pre-existing conditions. Postoperatively, the inlay was noted to be decentered 0.50 mm infranasally. The decentration resulted in decreased best corrected distance visual acuity (bcdva) from 20/40 (prior to inlay exchange) to 20/60 immediately prior to exchange. At last examination on (B)(6) 2017, the patient presented with dry eye and mild blepharitis, but bcdva improved to 20/25 and the surgeon anticipates a good outcome.